Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the clip touched the left atrium wall causing cardiac tamponade and requiring pericardiocentesis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la). During straddling, it was noted that although the echocardiogram images were pure, the tip of the clip was not visible. At this point the clip touched the la wall and cardiac tamponade occurred. Pericardiocentesis was performed and the cds and steerable guiding catheter (sgc) were removed. The procedure was discontinued and the patient was confirmed to be stable. Tamponade was no longer observed. The patient will be receiving a ventricular assistance device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The reported patient effects of cardiac tamponade and atrial perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the mitraclip system instructions for use states to confirm that the clip is free from the left atrial wall and valve tissue. It further warns: failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.